Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported via diagnostic testing for the left-side capsular contracture baker grade unknown, "diffuse folds", "little isolated cysts", "small solid nodule", and "recall." Device remains implanted. Physician later reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late, diffuse fold, isolated cysts, solid nodule, and "recall".